Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. However, during the procedure, it was noted that the balloon burst while inflating it inside the patient's body. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. However, during the procedure, it was noted that the balloon burst while inflating it inside the patient's body. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 80-90% stenosed, severely tortuous, and severely calcified. Furthermore, a balloon pinhole leak was noted after the second to third inflation for 1 minute.

Manufacturer narrative:
Updated e1: initial reporter email. Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was tightly folded and did no appear to be subjected to positive pressure. The balloon was inflated to its rated burst pressure with no leaks or issues noted. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. However, during the procedure, it was noted that the balloon burst while inflating it inside the patient's body. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 80-90% stenosed, severely tortuous, and severely calcified. Furthermore, a balloon pinhole leak was noted after the second to third inflation for 1 minute.